Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that the patient implanted with this device has not been feeling good since the implantation. The patient had syncope or near syncope events. The device remains implanted at this time. No further adverse patient side effects were reported. The implant and event dates were not reported.